Event description:
It was reported that the cuff was inflating asymmetrically. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. During investigation the cuff was inflated with 6cc of air, per inspection procedure. Upon an initial visual examination of the trach it is evident that the cuff does have a slight degree of asymmetry, however it was confirmed to be within manufacturing tolerance. In reference to the manufacturing work instruction it states, measurements should be taken at the most asymmetric orientation, and in regard to the dimensions it states. The larger value must not exceed the small value by more than 2x. In this case the investigation results verify the cuff measurements to be 11mm and 9mm, pictures attached. These values pass our quality spec parameters, no function errors were found after examining this device. Based on these findings, there is no fault found with the returned device, and therefore no corrective actions are deemed necessary at this time. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).